Event description:
No image; sensor was not recognized. Ep lab reviewed. We seemed to have more of this issue recently. This is the (B)(4) event this year with this catheter. We have not been reporting because we never hear from the mfg. About these catheters. Currently I am looking at how many we had last year both reported and unreported. Manufacturer response for soundstar 8f eco, biosense webster (per site reporter). As noted above, no mfg response.